Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Phone number: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced an allergic reaction 10 minutes into treatment with a polyflux. Dialyzer the patient experienced shortness of breath, a decrease in saturation, a drop in blood pressure and tightness of the chest. The patient was treated with hydrocortisone. Treatment was restarted with no issues. No additional information is available.